Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, noise was observed. Upon review, the noise was recorded as ventricular fibrillation episodes causing inappropriate atp therapy. Noise could not be reproduced with isometrics. Patient was asymptomatic. The lead was explanted and replaced. No further information was provided.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion was noted at 33.1-33.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted under the rv shock coil at 2.8-2.9cm, 4.0-4.3cm, and 4.5-4.6cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 12.0-16.8cm from the distal tip. Internal insulation abrasion was noted at 6.7-7.9cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of noise.